Event description:
Rusty needle.

Manufacturer narrative:
On (B)(6) 2015, we received additional information from our customer. According to them, the doctor tested the needles with chloroform and found that needle became rusty. In (B)(6), most of the operation rooms are cleaned with chemicals such as betadine, soda lime. In these chemicals, chloroform is included, so the doctor believed chloroform caused the rusty needle.